Event description:
It was reported as the implanting physician deployed the anchor from the anchor deployment tool ¿it felt as if the anchor folded over on itself.¿ it was also reported as the anchor was being sutured the implanting physician noted the catheter was not secured by tension and was freely moving inside the lumen of the anchor. The anchor was cut off from the catheter with the tool from the 8785 accessory kit and a new anchor successfully deployed. The cause of the issue was not determined. It was noted there were no patient symptoms or complications associated with this event and the patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver gablofen. Additional information received reported the ascenda anchor used seemed to not hold right away so they removed it, replaced it, and sent it back for analysis. It was noted the implanting physician was not aware that there can be a few seconds between when it¿s deployed and when it reached the maximum holding power.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the anchor found that it did not properly detach from the ascenda tool and was unable to be used. It was noted only the anchor deployment tool (adt) assembling and anchor were returned. There was a horizontal cut from the proximal end to the distal end of the anchor. The cut went through the lumen. The cut took a set from the distal end of the anchor. The appearance of the cut indicated the anchor may likely have folded over on the hypotube at the distal end. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.